Manufacturer narrative:
H11: additional manufacturer narrative: this is two of two manufacturer reports being submitted for this patient. Product evaluation: report of mitral regurgitation reported under -02 was not able to be confirmed through visual observations. The x-ray demonstrated the wireform intact and cocr band bent inward around commissure 2; the vfit band does not appear expanded. Minimal calcification was observed on leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Host tissue overgrowth restricted leaflet mobility and likely led to stenosis. Multiple sutures remained attached around the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from france that during the explant of this valve model 11500a23 implanted in the aortic position that was being replaced with a non-edwards 25mm valve (reported under ref. 2015691 2026 14048) a leak of the mitral valve was noted at the end of the procedure probably due to a bad gesture during the surgery. During procedure, an aortic root enlargement was performed and a part of the ascending aorta was replaced. The native mitral valve has to be replaced with a non-edwards valve. The patient was noted as to be ok the day after the intervention. Product was returned for evaluation. Reported mitral regurgitation could not be confirmed.